Event description:
Additional information: the device issue was found during testing. No patient was involved.

Manufacturer narrative:
Other, other text: additional information: the device issue was found during testing. No patient was involved. Information added to section b5.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was returned for investigation in used condition. The investigator noted confirmed that the relief alarm pressure was not indicated when the patient outlet was occluded. The customer reported product problem was therefore verified. The product problem occurred because of a faulty variable relief valve assembly. The problem source of this product fault was unknown. A root cause was not established. The variable relief valve assembly was replaced.

Event description:
It was reported that the pneupac ventilator was broken after a drop. The relief alarm pressure and gauge were off (i.e. They were not reading right). This product problem was observed during testing. There was no patient involvement.